Event description:
No blood glucose levels reported. The customer reported having an issue with no delivery alarms on the insulin pump. The customer declined to troubleshoot and mentioned that he was not worried. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.